Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between the reported decrease in hematocrit and heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists infection (local, driveline or pump pocket infection) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with signs of a worsening driveline infection and a drop in hematocrit. The patient was off their IV antibiotics for 2 days and they got worsening symptoms. The patient's inr (international standardized ratio) was 4.56. The patient was noted to be nauseous and vomiting. The patient's hematocrit dropped to 24.6 and an esophagogastroduodenoscopy (egd) was performed and nothing was found. The patient denied a colonoscopy. The plan of care was to continue their antibiotics. Long-term plan was to transition the patient to palliative care but the patient was not ready for that yet. No additional information was provided.